Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case.  In this case, the exact valve model number and date of the events are unknown. According to the article the date range for these events is from april 2012 to january 2016.  For this reason, the first day of the range was used as the occurrence date. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The ppm implantations were reported in a medical article and no additional details were provided. It is possible that the reported heart blocks were caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.   Please reference the following article: maeda, koichi, toru kuratani, isamu mizote, kazuo shimamura, yasuhiro ichibori, toshinari onishi, satoshi nakatani et al. "Midterm outcomes of transcatheter aortic valve replacement in dialysis patients with aortic valve stenosis." Circulation journal (2019): cj-19.

Event description:
Per medical article "midterm outcomes of transcatheter aortic valve replacement in dialysis patients with aortic valve stenosis," a single-center study evaluated the midterm outcomes of 25 dialysis patients who underwent tavr with the sapien valve or sapien xt valve from april 2012 to january 2016.  Among the in-hospital outcomes the authors reported 2 patients with requirements for a permanent pacemaker (ppm).  There is no particular information to identify each patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case.  Please reference related manufacturer report numbers: 2015691-2019-02310 2015691-2019-02312 2015691-2019-02313.